Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ("allergic reactions") and endometrial ablation ("novasure endometrial ablation") in a female patient who had essure (batch no. 958707 (possibly 968707)) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), inflammation ("inflammatory problems"), migraine ("migraines"), musculoskeletal pain ("painful joints and muscles"), fibromyalgia ("likely diagnosis of fibromyalgia"), fatigue ("fatigue") and impaired healing ("poor skin healing") and was found to have c-reactive protein increased ("raised crp (c-reactive protein)"). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had to undergo a hysterectomy for removal of essure device on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, endometrial ablation, inflammation, c-reactive protein increased, musculoskeletal pain, fibromyalgia, fatigue and impaired healing outcome was unknown. The reporter considered c-reactive protein increased, endometrial ablation, fatigue, fibromyalgia, hypersensitivity, impaired healing, inflammation, migraine and musculoskeletal pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4)) on 01-apr-2019. The most recent information was received on 05-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ("allergic reactions") and endometrial ablation ("novasure endometrial ablation") in a female patient who had essure (batch no. 958707, 968707-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), inflammation ("inflammatory problems"), migraine ("migraines"), musculoskeletal pain ("painful joints and muscles"), fibromyalgia ("likely diagnosis of fibromyalgia"), fatigue ("fatigue") and impaired healing ("poor skin healing") and was found to have c-reactive protein increased ("raised crp (c-reactive protein)"). On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy for removal of essure device on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, endometrial ablation, inflammation, c-reactive protein increased, musculoskeletal pain, fibromyalgia, fatigue and impaired healing outcome was unknown. The reporter considered c-reactive protein increased, endometrial ablation, fatigue, fibromyalgia, hypersensitivity, impaired healing, inflammation, migraine and musculoskeletal pain to be related to essure. Lot number 968707 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: quality-safety evaluation of ptc. We received a lot number (958707) in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.